Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. The fenestrated bipolar forceps was found to have damage to the conductor wires insulation. The instrument passed the electrical continuity test.

Event description:
During central processing, it was reported that the black wire insulation of the fenestrated bipolar forceps near the tip was punctured. There was no patient involvement.